Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed due to a clogged nozzle and play on both knobs. The additional evaluation findings were as follows: there was discoloration on the distal end plastic cover, the bending section cover glue was cracked, the objective lens had a tiny chip around and film, the light guide lens had old glue, the air/water supply advanced diagnostic revealed a clogged nozzle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no flow from the main air/water system and a knob movement play issue while using the evis exera ii gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the advanced diagnostics revealed that the nozzle was clogged. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.